Event description:
It was reported that the patient presented in clinic due to syncope. Device interrogation revealed noise oversensing leading to pacing inhibition on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was discharged from the hospital after the procedure.

Event description:
It was reported that the patient presented in clinic due to syncope. Device interrogation revealed noise oversensing leading to pacing inhibition on the right ventricular (rv) lead. On (B)(6) 2024, the physician elected to cap and replace the rv lead. The patient was discharged from the hospital after the procedure.